Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). A 80% stenosed target lesion was located in a mildly tortuous and non-calcified left anterior descending artery (lad). Following predilatation with a 2 x 10 semi compliant balloon, a 2.50 x 24 mm promus elite was fully deployed at 12 atmospheres to treat the target lesion. No other devices were used to help deliver the stent at the lesion site, and there were no issues with stent deployment. There was slow flow in the vessel and a type b dissection at the distal edge of the stent was noted. After the stent was post dilated with a 2.5 x 8 non-compliant balloon at 14 atmospheres, another 2.50 x 12 mm stent was deployed to cover the dissection, and successfully complete the procedure. The patient was stable post procedure and fully recovered.